Event description:
Noise on ff, ra, and rv channels. Lead measurements in range, but noise can be reproduced in office. Vf detection, but patient did not receive inappropriate therapy. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped and replaced (B)(4) 2019, due to noise, clavicular crush, lead insulation break and twiddlers syndrome. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.